Event description:
Patient had balloon inserted without issue on (B)(6) 2016. Patient experienced unremitting nausea with emesis and transient renal insufficiency beginning (B)(6) 2016. On (B)(6) 2017 patient was admitted to hospital for IV fluids and thiamine. Issues resolved without further sequelae and patient was discharged on (B)(6) 2017.